Event description:
Reportedly the stent slipped off the ballon while the physician was taking the catheter out. Another stent was deployed because the first stent didn't cover the lesion completely where it had been dilated when it came off the balloon. Note: this device was being used in the subclavian artery, however it is indicated for use in the biliary tree.